Manufacturer narrative:
The reported catheter leak was confirmed. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at distal balloon. The distal balloon appeared crimped at the location of the pinhole leak. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.

Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, patient underwent cooling treatment using icy catheter. After 4 days into the treatment and last catheter replacement, an empty saline bag was noted and console alert with alarm. The console alarm was cleared and bag was exchanged, however blood was noted shortly after in the suk tubing. No saline leak was observed on the patient bed or on the floor and catheter leak was suspected. Nurse was notified to pause the treatment. User was advised to replace the catheter over the guide wire or discontinue the treatment. No patient harm or consequence was reported. No additional information was provided. This is a second occurrence of the leaking catheter. See MFR 3010617000-2018-00581 for first catheter issue.